Event description:
On april 6, 2010 a doctor reported to sybron implant solutions (B) (4) that a pitt easy abutment fractured.

Manufacturer narrative:
On april 1, 2010, the doctor reported that an abutment fractured. An evaluation of the returned product indicated that the abutment had been customized for the patient by reducing its size, making it unable to support the superstructure. As a result, the superstructure became loose and applied additional stress on the abutment, causing it to fracture. This is not a product failure.